Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Lung. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. During which stroke did the event occur? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. If so, when? Was there any difficulty removing the device from the tissue? Yes, but the device was not on tissue. Is there any other additional information you would like to share about this device or procedure? The rep stated that the surgeon has been inserviced two times on the device.

Event description:
It was reported that during a video assisted thoracic procedure the device fired fine at the first firing with a green cartridge. The device was reloaded for a second firing and the surgeon locked the device out and stated that the reverse did not work. The device was not on tissue. The surgeon laid the device aside and they pulled another device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one ple60a device was returned in good visual condition and with an (B)(4) partially fired 3.5 mm was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended.